Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an ophthalmic operating forceps was used during the vitrectomy surgery and found that forceps stuck in the closed position. The surgery was completed with alternative product. There was no report of patient harm.

Manufacturer narrative:
A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The investigation is concluded based on the sample evaluation outlined below. The sample received with inner blister, outer blister and cover foil showing the lot information. The product shows obvious macroscopic signs of damage. Specifically, the forceps is deformed significantly. The sample exhibits some surgery residues. The sample was visually inspected with the aid of a photomicroscope using various magnifications. The visual inspection confirmed the macroscopically noticeable damage and displayed the deformation of the forceps arms in detail. Due to the level of damage, the opening and closing of the force could not be tested, nor could any other functional tests be performed. The level of damage and the surgery residues indicating the product was used in surgery suggest that the deformation of the forceps arms was caused during the packaging or shipping process from the complainant to the investigation site. However, the point in time when the described damage occurred can no longer be determined conclusively. The customer¿s complaint is confirmed as the returned device shows significant deformation, but a root cause for the reported issue cannot be determined it cannot be determined how or where the damage to the sample occurred. Therefore, a root cause for the customers reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is:(B)(4).